Event description:
Partial put in right knee [knee arthroplasty], it didn't really help [therapeutic response decreased]. Case description: no relief. Caller states she had the synvisc injections starting last october and finished the series at the end of (B)(6). States she had both knees injected at separate times that is the first once and when that was done, then had the other knee injected. States she does not know whether she got relief because there is always the possibility that it could be hurting more. No relief. Follow up information was received on (B)(6) 2013 from a (B)(6) female patient regarding event information. It was reported that synvisc injection which was very bad, did not really help, hence the event term was updated. On an unspecified date, the patient received a "partial put in right knee" (partial right knee replacement). It was also reported that the right knee was worse and synvisc was working in left knee as it was more 'straight across.' The outcome for the event of "partial put in right knee" was not provided. The intensity for the event of "partial put in right knee" was not provided. The causal relationship between synvisc and the event of "partial put in right knee" was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme will continue to monitor adverse events to determine if a CAPA is required. Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.